Event description:
It was reported that the plastic cover surrounding the lens of the transesophageal x8-2t transducer began to detach and separate. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.